Event description:
Patient reported left implant rupture diagnosed by ultrasound. Physician confirmed left breast rupture and reported "pain", "deformed", and textured exchange due to concern with the product. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. Breast pain: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: device rupture and textured exchange due to concern with the product.

Event description:
Patient reported left implant rupture diagnosed by ultrasound. Physician confirmed left breast rupture and reported "pain", "deformed", and textured exchange due to concern with the product. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture/malposition: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). ¿ breast pain: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required.

Event description:
Patient reported left implant rupture diagnosed by ultrasound. Physician confirmed left breast rupture and reported "pain", "deformed", and textured exchange due to concern with the product. The device has been explanted and replaced.